Event description:
Reporter alleged obtaining a discrepant blood glucose value of 558 mg/dl back to back with a result of 73 mg/dl when testing was performed within 10 minutes on the aviva system. Reporter stated that at a different time another comparative test of hi (greater than 600 mg/dl) was performed back to back with results of 193 mg/dl within 10 minutes on the same system. Reporter indicated she was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.